Event description:
It was reported that multiple minimum fill notifications occurred after filling a cartridge with 280 units of insulin. The customer¿s blood glucose level was 189 mg/dl. Reportedly, customer reverted to insulin pens for insulin therapy.